Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed for a left ventricular (lv) lead dislodgement. After several unsuccessful attempts to reposition the lead, the physician opted to explant the lv lead. A new non-boston scientific lead was successfully implanted. No adverse patient effects were reported.